Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2014 due to an incident of diabetic ketoacidosis. It was reported that the patient's changed the infusion set on (B)(6) 2014. Sometime later, he became ill and was brought to the hospital. He was admitted with blood glucose of 380 mg/dl. Infusion set was removed and it was discovered a ball of insulin at the pigtail, restricting flow. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow up report detailing the results of the evaluation.